Event description:
It was reported that during the implant attempt the guidewire became stuck in the lead. It was decided to cut the wire and leave the lead in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.